Manufacturer narrative:
This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for add'l reportable events. This MDR is for event 2 of 6 for pt 1 of 1. See related mdrs: 2122870-2011-06123, -06125, -06126, -06127, -06128. Customer runs quality control daily and data provided indicated results were within expected range. Field service was not dispatched for this event. The root cause of this event is unk. Interference testing was performed later on a sample from this pt and revealed two kinds of interferences: a heterophile interference and an interference which likely relates to alkaline phosphatase. This interfering compound distinct from heterophile antibodies causes reproducible false positive results. As for heterophile antibodies interference, the results did not correlate with the clinical status of the pt. Beckman coulter adds specific interference eliminating proteins into the accutni reagent to minimize such interferences. However, in some rare cases, pt specific interference can still occur in most immunoassays.

Event description:
The customer reported an erroneously high accu tni (troponin I) test result of 15.68 ng/ml obtained for one pt sample when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range, and above the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the laboratory. The physician questioned the elevated results as other cardiac markers were normal. The sample was subsequently tested on an alternate instrument (date bering dimension) and the troponin test result of 0.07 ng/ml was within the reference range of 0-0.10 ng/ml. There were no reported changes to pt treatment associated with this event.